Event description:
Patient reported ¿signs of prosthetic fracture on the right with detachment of inner membrane and partial collapse¿ and "multiple bulgings and folding of capsular profiles." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.